Event description:
It was reported that the customer received a low power alarm that could not be cleared. During troubleshooting with tandem technical support, the alarm was cleared and insulin was resumed successfully. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.